Event description:
It was reported that there was a needle stick injury with dirty needle while attempting to close safety guard with a unspecified bd eclipse¿ needle. The following information was provided by the initial reporter: it was reported that phlebotomist was stuck with dirty needle while attempting to close safety guard. Phlebotomist stated that the safety guard does not align with the needle and at times the safety guard snaps off before drawing blood. Per incident report: I was approached by a lab phlebotomist today that stated she was stuck with a dirty needle while attempting to close the safety guard on a 21g straight needle after drawing the patient's blood. She used a bd eclipse (green cap with pink safety guard) in the ICU. She stated it was an hiv+ blood draw, the rapid hiv came back positive, but the antigen/antibody resulted in a false positive. She went to occupational health. She received an exposure panel, hep b&c, hiv, cbc. She was prescribed descovoy and tivicay antiviral tabs taken daily for six days. She stated the safety guard does not align with the needle and at times the safety guard snaps off before drawing blood. She stated she had to dispose of the needle in the sharps container because of the blood draw. Additionally, on 4/11/2019 the bd complaint coordinator provided the following additional information per customer: the needle stick occurred tuesday (B)(6) 2019. I have only been stuck once by a faulty safety mechanism. However, it has been the experience of both myself and my coworkers that the safety guards on bd's eclipse needles (21g and 23g) fail to latch and click over the needle as expected on a weekly basis over the past 2 months or so. Considering there are 3 employees on my shift, including myself, and calculating 1 malfunctioning safety per week for roughly 8 weeks, I can estimate the product failure to have occurred approximately 24 times recently. Important note, I cannot speak for the 2 other shifts as I do not have too much communication with them, and do not know if they are experiencing similar problems with similar frequency. In addition, because we are the laboratory and our sole purpose is to draw blood, we individually use ~40 needles a day. Therefore, it cannot be a "bad batch" or "bad lot" because the bd eclipse needles are ordered with 48 needles per box. With that math, several boxes are used throughout the week, and the product failures are occurring with several different lot numbers.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: no batch# sample available.

Event description:
It was reported that there was a needle stick injury with dirty needle while attempting to close safety guard with a unspecified bd eclipse¿ needle. The following information was provided by the initial reporter: it was reported that phlebotomist was stuck with dirty needle while attempting to close safety guard. Phlebotomist stated that the safety guard does not align with the needle and at times the safety guard snaps off before drawing blood. Per incident report: I was approached by a lab phlebotomist today that stated she was stuck with a dirty needle while attempting to close the safety guard on a 21g straight needle after drawing the patient's blood. She used a bd eclipse (green cap with pink safety guard) in the ICU. She stated it was (B)(6) blood draw, the rapid (B)(6) came back (B)(6), but the antigen/antibody resulted in a (B)(6). She went to occupational health. She received an exposure panel, (B)(6), cbc. She was prescribed (B)(6) antiviral tabs taken daily for six days. She stated the safety guard does not align with the needle and at times the safety guard snaps off before drawing blood. She stated she had to dispose of the needle in the sharps container because of the blood draw. Additionally, on 4/112019 the bd complaint coordinator provided the following additional information per customer: the needle stick occurred tuesday (B)(6) 2019. I have only been stuck once by a faulty safety mechanism. However, it has been the experience of both myself and my coworkers that the safety guards on bd's eclipse needles (21g and 23g) fail to latch and click over the needle as expected on a weekly basis over the past 2 months or so. Considering there are 3 employees on my shift, including myself, and calculating 1 malfunctioning safety per week for roughly 8 weeks, I can estimate the product failure to have occurred approximately 24 times recently. Important note, I cannot speak for the 2 other shifts as I do not have too much communication with them, and do not know if they are experiencing similar problems with similar frequency. In addition, because we are the laboratory and our sole purpose is to draw blood, we individually use ~40 needles a day. Therefore, it cannot be a "bad batch" or "bad lot" because the bd eclipse needles are ordered with 48 needles per box. With that math, several boxes are used throughout the week, and the product failures are occurring with several different lot numbers.